Event description:
Meter displays partial characters. Consumer called. Meter lcd display shows partial characters. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with findings of partial characters in the meter display. Further investigation resulted in observation of gross contamination of the pcb board in the meter. Most likely underlying cause of malfunction: use abuse.